Manufacturer narrative:
A spacelabs fse was dispatched and investigated the involved devices. All tests passed. The historical database was investigated by a spacelabs lead software engineer. Findings show that certain beats within the run of ventricular tachycardia were similar to the shape of the previously classified normal beats when the real time command module algorithm was used. This in combination with the module alarm configuration settings during the time of the event, resulted in the episode not generating a real time vrun alarm. The clinical parameters operations manual for the command module addresses the known risk and states "no arrhythmia detection system can correctly detect and classify all arrhythmias 100% of the time. Use sound clinical judgment when monitoring patients with arrhythmias." Clinical access uses a different retrospective holter analysis algorithm to re-analyze the ECG. In this case, the retrospective analysis was able to detect the vrun episode that the real-time command module analysis had classified differently. This investigation is considered complete and the matter closed.

Event description:
Spacelabs received a report that a patient in the cardiology center unit had a failure to alarm for 7-beat vrun (ventricular tachycardia) at 8:20:37 am on the bedside monitor. No injury was reported. The clinician discovered the vrun after the patient was discharged, when analyzing the ECG waveforms in clinical access.